Manufacturer narrative:
The customer indicated that the devices involved in the report were discarded.

Event description:
The customer contact reported a leak; subsequently blood loss was noted. The clave port was accessed for a blood draw using the luer end of a vacutainer. Upon removal of the vacutainer, the silicone sleeve of the clave port remained depressed. It was reported a small amount of blood loss was noted. The tubing was clamped and the tubing set was replaced. There was no reported adverse pt effect. No medical intervention was required. Though requested, no additional info was provided.